Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation; instead, electrodes from retained samples of the same lot number 3522g were evaluated and did not reveal any irregularities that would have contributed to the reported event. The electrodes were assembled according to specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.